Event description:
It was reported that the pt was unable to set a bolus with the programmer, which displayed code 8473 (critical generic). Logs indicated a motor stall. Another programmer was used unsuccessfully, with codes 8532 (critical stopped pump) and 8476 (motor open coil or stall) displayed. The pt had been feeling pain since (B)(6). The pump was replaced on (B)(6) 2010. The medications being delivered via the device system were morphine, clonidine, and bupivacain. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4). Reason for late MDR due to implementation of process improvement.